Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD)'s unable to be interrogated due to what was believed to be unusual rapid battery depletion. The device had reached recommended replacement time (rrt). A replacement was planned and the device remains in use. No patient complications have been reported as a result of this event.